Event description:
It was initially reported that a physician's dell x50 handheld device was freezing on the interrogation screen repeatedly. The physician was sent a replacement handheld and the dell x50 and flashcard were returned to the MFR for product analysis.